Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. All tip stiffness values tested were in specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that the patient presented in clinic due to chest pain. The patient's right atrial (ra) lead was suspected to have caused cardiac perforation. The ra lead was explanted and replaced. The patient was stable.